Event description:
In the spring 2000 it was discovered that the port-a-catheter was loose, which has made any further adjustments impossible. Dilated esophagus during pregnancy. F/u findings: tubing leak at or near the connector.